Manufacturer narrative:
(B)(4).

Event description:
Received info the pt developed a cyst along the spinal cord and lost control of bladder function. Anticholinergic drugs were tried as well as multiple attempts at reprogramming. Revision surgery was performed on (B)(6) 2011 and the lead and ins were explanted and replaced. Pt's physician stated reprogramming was done with minimum improvement, final result unk at this time. Reported no pt injury.